Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (b)(3) 2023. During the procedure, the bands could not be deployed as expected. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached, damaged and overlapped. The ligator housing teeth were damaged. The handle slot had evidence that the trip wire was secured. The suture was broken. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator housing overlapped and damaged, the ligator housing teeth were also damaged, and the suture was broken. It is possible that these problems might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle, such as if excessive force is applied to the handle when deploying the bands, consequently, overlapping to each other or making them break as it was seen in one of the bands. The marks on the ligator housing teeth implies that the device might have been used with too much force or perhaps this could be attributed to the way the physician was entering the device through the patient. The returned suture was broken, as there is no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as expected. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.